Event description:
Impedance measurements were <50 ohms on lead combinations 0 and 2. Unable to follow-up with the contact information provided, hence no additional information was obtained.

Manufacturer narrative:
(B) (4).